Event description:
Pt had shoulder arthroscopy on 02-10-99. He initially did well with therapy & immobilization. Had an acute onset of problems during therapy a couple of months ago. Symptoms did not resolve with rest. 06-03-99 arthrogram & post arthrogram essentially negative. 1999 to surgery for shoulder arthroscopy found small portion of a remnant of the labral track representing about 50% of the head and removed.